Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Literature article entitled ¿the effect of surgical approach and femoral prosthesis type on revision rates following total hip arthroplasty: an analysis of the most commonly utilized cementless stems". Written by hoskins w, rainbird s, peng y, graves se, bingham r. Published by bone joint surg am. Accepted on 2021 oct 14. Pmid: 34648474. The article's purpose was to ¿assess the outcome of tha by surgical approach, according to the femoral stem utilized in the procedure.¿ patient data: the study population included all patients with a primary diagnosis of osteoarthritis who had a tha procedure via the anterior or posterior approach. It is noted that implants in the study were a combination of depuy and competitor products. It is unknown if the acetabular side of the hip constructs involves depuy product. Depuy products: depuy corail stem ¿ cementless, unk depuy head. Adverse events related to corail stems. Device revision and replacement noted as treatment for all aes. Patient specific data was not provided. (111) infection (105) dislocation (69) femoral bone fracture (85) loosening of the femoral stem at the bone to implant interface

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.